Event description:
It was reported that an unspecified number of syringe solomed 5ml ll 22x1 w/sh sla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer informs that she found a hair in the syringe on the upper outside where she tried to describe that the hair appeared to be "stuck" together with the cap of the syringe, her sister is the one who uses the syringe syringe solomed 5ml ll 0, 70x25 snd sla ms. Bought (B)(4) single syringes, but did not find any quality deviation in the others, the complainant reported that she did not remove the hair she found.

Manufacturer narrative:
H.6. Investigation: the batch history was analyzed. All records of the manufacture of the lot presented results in accordance with the specification. Image was received, and it is possible to observe hair. However according to the process evaluation it was not possible confirm the occurrence is related to manufacturing process.

Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll 22x1 w/sh sla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer informs that she found a hair in the syringe on the upper outside where she tried to describe that the hair appeared to be "stuck" together with the cap of the syringe, her sister is the one who uses the syringe syringe solomed 5ml ll 0, 70x25 snd sla ms. Bought 14 single syringes, but did not find any quality deviation in the others, the complainant reported that she did not remove the hair she found.